Event description:
It was reported that during laparoscopic cholecystectomy procedure, when the device was being fired on the cystic duct the device locked on tissue. The surgeon pried the device open with another device. The rn stated that there was no damage to the tissue. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. A batch record review was performed and no anomalies were found during the manufacturing process.